Event description:
The device was implanted on 12/22/1992. Pt complains of severe and constant back pain. X-rays reveal that the screw at l5 extends into the l4-5 disc space. The device has not been explanted. X-rays indicate fusion.